Manufacturer narrative:
UDI: (B)(4).

Event description:
It was reported that patient presented in the clinic for implant procedure. The right ventricular lead exhibited high pacing impedance. The lead was not used and replaced. The patient remained stable throughout the whole procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.